Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. In june, the device showed 4.5 years and now the device battery longevity had decreased to 3.5 years. Boston scientific technical services has requested a save to disk for review since the patient is not on latitude, awaiting for the files for review. Additionally, data was provided, engineering analysis was performed and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided in section b5.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. In june, the device showed 4.5 years and now the device battery longevity had decreased to 3.5 years. Boston scientific technical services has requested a save to disk for review since the patient is not on latitude, awaiting for the files for review. Additionally, data was provided, engineering analysis was performed and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. In june, the device showed 4.5 years and now the device battery longevity had decreased to 3.5 years. Boston scientific technical services has requested a save to disk for review since the patient is not on latitude, awaiting for the files for review. Additionally, data was provided, engineering analysis was performed and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement due to this anomaly. No adverse patient effects were reported. This product remains in-service.